Event description:
A problem was reported with a t:slim x2 pump battery that would not charge. There was no adverse impact to the customer's blood glucose level. After troubleshooting, the pump began charging successfully using the original charging supplies, and no further assistance was required.